Event description:
A malfunction on the pump was reported by the caller. The customer was unable to confirm fault ID because the pump shut down before they were able to contact technical support. The customer¿s blood glucose (bg) level was 430 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump or rely on an alternate method of insulin therapy until the replacement arrives.